Manufacturer narrative:
The device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. External visual inspection of the device noted no anomalies. Manual testing of the atrial circuit showed an issue. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. However, a high battery current was noted during atrial pacing. In an attempt to determine the cause of the high current condition, electrical testing and photo emission microscopy analysis were conducted, which isolated the high current condition to a defect site in an integrated circuit component. The component affected is used in the circuit that provides atrial pacing.

Event description:
Boston scientific received information that during a two week post implant visit, this implantable cardioverter defibrillator (ICD) with non-boston scientific atrial lead displayed inconsistent and variable atrial threshold measurements. In addition, atrial impedance measurements were low out of range. An x-ray revealed the atrial lead remained in the appropriate position. The patient was returned to the lab and a system investigation was performed. No issues were revealed. However two hours later, the impedance and threshold measurements displayed similar abnormal measurements. A replacement procedure was performed. This device was removed, replaced and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.